Event description:
Caller reported multiple intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. Despite experiencing frequent occlusion issues, the caller declined additional assistance, and the case was closed by technical support.